Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button was not working at times, and the insulin pump had a motor error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had to hit it multiple times. The customer stated that the other buttons were working on the insulin pump. The customer was able to scroll if they hits it multiple times. The customer stated that the down button could be unresponsive at times and they had noticed an increase in the number of motor failures. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.